Manufacturer narrative:
Bsc aware date needs to be updated from 12/26/2024 to 11/15/24, there is no impact on the timely delivery of the report.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties. Devices will not return because all explanted devices were disposed of by the account per hospital policy. No additional adverse patient effects were reported, the patient has made a full recovery. Electrocautery was not used.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties. Devices will not return because all explanted devices were disposed of by the account per hospital policy. No additional adverse patient effects were reported, the patient has made a full recovery. Electrocautery was not used.